Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was difficult to discriminate between vt and svt due to similar morphology scoring. No noise or inappropriate therapy was detected. No programming changes were made. The patient is in good condition and will be return in a few months for further assessment.